Manufacturer narrative:
Gbo complaint no: (B)(4). Received loose samples of material 450235: 46pcs of g160134h, 31 pcs. Of g16023ac. We have no further inventory of the material/batch. Additional loose samples were sent in error per customer, and were not forwarded for investigation. We forwarded the complaint and information of both incidents (no harm) including the returned complaint samples to our affiliated headquarters in (B)(4) from which we receive this product. According to investigation and comments, a review of the production documentation indicates no deviations. No abnormalities occurred during in process control. The provided samples of both batches were analyzed visually and functionally. The visual investigation did not indicate any defect on these samples. In conclusion we cannot attribute the error to a product malfunction. The complaint cannot be confirmed.

Event description:
Customer advises that the needle detached from the holder when pushing on tubes into the holder during venipuncture. Customer advised no injuries occurred.